Event description:
Information was received from a patient (pt), regarding an implantable neurostimulator (ins). The reason for call, was patient stated they need to get a lower back x ray today. Patient stated, their lower back is killing them down between hips and the lower part of back. Pt stated, once in a while will feel "a little bit of a shock" back there, but most of the time it feels like grinding. Patient service specialist (pss) asked, if the stimulator is supposed to help the low back pain and is not sure. Pss asked, when pt's pain started in the low back. And pt reported, since 16 years old. Patient stated, they have 3 groups and is currently in group b. Pt stated, that every once and a while if pt moves a little wrong, pt will get a "little tickle" in the low back area. Patient stated ,they do not think they can go any higher in that group. Pt stated, after they get out of the surgery (unrelated to device/therapy) pt was going to go to group c, but the stabbing in the front of their hips has stopped. And the circulation in their legs is better, because they felt like ice and they feel just about normal now. Pss suggested ,that pt consult with the hcp about adjusting stim for the low back pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.